Event description:
It was reported that the patient faced issues with the serter on 24 may 2026 and experienced hyperglycemia. The blood glucose level measured was 308 mg/dl and treated with insulin pump.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.